Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 4 2022 data extract for aortic death event for the sapien 3 valve. This report summarizes 1 reintervention - aortic valve death event for the sapien 3 transcatheter heart valve. The age range for these events is 87 years. The breakdown for gender is as follows: 1 female.

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 reintervention - aortic valve death event for the sapien 3 transcatheter heart valve in the aortic position. The "time to event" (tte, in days) for this event was 0.0. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Aortic valve re-intervention in the follow-up period (in the absence of prosthetic cardiac valve thrombosis) will typically result from on-going or worsening regurgitation, valve degeneration related to the formation of calcification or pannus, or valve migration. These events are identified in the product instructions for use (IFU) as potential risks associated with the use of the thv. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A correction report is being submitted per FDA notification of error in the exemption number, updated to e2016006.

Manufacturer narrative:
This supplemental MDR corrects section c - combination device and section g4 check box for combination product. During review of previous submissions, it was observed that the combination device field section g4 was marked as true by the system because the field in section c was left blank when the submission was initially populated. The ew devices submitted under this manufacturing report are not considered combination devices.